Event description:
Procedure: open surgery for fasciorrhaphy in organa urinaria. According to the reporter: two weeks after the procedure, the patient developed an abdominal incisional hernia. It was recovered by the additional operations. The operating time was not extended. There was tissue damage resulting in herniation. Nothing fell into the cavity. There was no bleeding. The patient is currently under follow-up. The sample is not being returned from the customer. No further detailed info is available.

Manufacturer narrative:
(B)(4).